Manufacturer narrative:
No button error alarm noted. Unit has unresponsive esc, act and down buttons due to corroded keypad trace. Unable to perform operating currents, self -test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a21 alarm due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call keypad anomaly, no delivery issues and an unexpected restart alarm on the insulin pump. Customer's blood glucose reading was 150 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they received a button error alarm and the insulin pump stopped delivering insulin. Customer advised they received an unexpected restart alarm in addition to the keypad anomaly. Customer changed the battery on the device multiple times for different issues however the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.